Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: repeated use causes the cable to break off.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video scope eg-2990i. In the event reported, it was stated that there was no video image. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. The loaner device was returned to pentax medical service facility on service order (B)(4) where it was inspected, and the user narrative was not confirmed. Inspection findings is as follows: customer complaint not duplicated; passed dry leak test; passed wet leak test; operation channel- primary mild resistance; suction tube mild resistance. The loaner device is currently pending disposition. No other information provided.